Manufacturer narrative:
According to the reporting dr. There was no problem with the product. Device was not returned and therefore mst could not evaluate the device to confirm the complaint.the patient had 20/20 vision post op.

Event description:
Allegedly during removal of the cataract, an experienced resident detected a capsule break while removing the second quadrant. This resulted in an anterior vitrectomy and the placement of a sulcus lens (3 piece acrylic). Two devices were implicated in the event. It is unknown if the damage occurred with a "chopper" or the phaco tip.